Event description:
It was reported that the patient present for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp had dislodged while the catheter was in tether mode. The physician attempted to re-dock the device but was unable to completely re-dock. It was then noted that the helix was stretched. The lp was removed and replaced with a transvenous pacemaker system. The patient was in stable condition.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Final analysis found that the outer helix length was out of specification and is consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.